Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine(hc). High drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The technical service representative(tsr) assisted the home patient(hp) to review the therapy log. The hc displayed the initial drain volume of 2ml, last fill volume of 0ml, total fill volume of 5715ml, total drain volume of 7869ml, total ultrafiltration(uf) of 2154ml, cycle 3 uf of 1908ml, cycle 2 uf of -254ml, cycle 1 uf of 500ml, 0 bypasses, therapy is continuous cycle peritoneal dialysis, total volume of 6000ml, total time of 8:00, fill volume of 1900ml, last fill set to 0ml, and 3 cycles. The nurse was contacted on (B)(6) 2012. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The root cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test (B)(4) and the rite functional test (B)(4) specifications. The device was determined to meet specifications for the reported difficulty high drain 103/call pd nurse alarm. This issue is being investigated through CAPA.